Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER), and was subsequently admitted into the intensive care unit (ICU), with a blood glucose (bg) between 526-530 mg/dl with high ketones and ¿memory issues¿. Ketone levels considered life threatening by their health care provider. Customer attempted to address the elevated (bg) by administering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Customer does not recall the hospital release date.